Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to report that the device displayed a 'device error, service required message". There was no patient involvement.